Manufacturer narrative:
(B)(4). Concomitant medical products- oxf uni tib tray sz c lm PMA, item 154727, lot 030700, oxf twin-peg cmntd fem sm PMA, item 161469, lot 989290. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01100 and 3002806535-2018-01101.

Event description:
It was reported 11 group that a patient underwent knee arthroplasty. Subsequently, the patient is being considered for a revision for poly swap due to instability.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information.